Manufacturer narrative:
Correction - please refer to d9 product not returned for investigation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during a surgery to repair a fractured patella the surgeon used asnis 4.0 cannulated screws. After inserting three 1.4 threaded k-wires he drilled over them with the 2.7 cannulated drill bit. He then inserted the first two screws over the wires until desired compression was achieved. During insertion of the third screw the surgeon felt unusual resistance and decided to take an x-ray. The picture revealed a metal fragment in the patella separate from the screws and wires. After deliberation, the surgeon took the last screw out and it appeared as though the thread on the end of the screw had broken off in the bone. He removed as much of the fragment as possible and proceeded to finish placing another screw. He moved on to cerclage the patella and finish the surgery".

Event description:
As reported: "during a surgery to repair a fractured patella the surgeon used asnis 4.0 cannulated screws. After inserting three 1.4 threaded k-wires he drilled over them with the 2.7 cannulated drill bit. He then inserted the first two screws over the wires until desired compression was achieved. During insertion of the third screw the surgeon felt unusual resistance and decided to take an x-ray. The picture revealed a metal fragment in the patella separate from the screws and wires. After deliberation, the surgeon took the last screw out and it appeared as though the thread on the end of the screw had broken off in the bone. He removed as much of the fragment as possible and proceeded to finish placing another screw. He moved on to cerclage the patella and finish the surgery".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.